Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(6), alleging inaccurate high results on the subject meter compared to another meter. The reporter alleged that he obtained results of "130-170 mg/dl" on the subject meter compared to "90-110 mg/dl" on a onetouch vita meter. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.